Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.

Event description:
Note: date of event and procedure date are unk. It was reported to boston scientific corp in 2009 that a radial jaw 4 single use biopsy forceps large capacity device was used during a colonoscopy procedure. According to the complainant, when the physician was removing the device to deposit the biopsy within a specimen jar, the device became stuck within the scope channel. It was unk if the jaws of the forceps opened within the scope and what size of scope was being used. The physician was unable to remove the forceps from the scope. The physician removed the colonoscope along with the radial jaw 4 device. The pt was then re-intubated with a second scope. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.